Manufacturer narrative:
Follow up from 10-apr-2015: no new information provided. Follow-up information was received on 24-apr-2015: this report refers to a (B)(6) female consumer. She had a hysto to stop the pain and rare cysts. The consumer consider that the event was possibly related to the product. No further information was provided. Company causality comment: this non medically confirmed, potential legal, spontaneous case report, refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced pain. The event have to have a hysterectomy was deleted since the reason for this procedure was reported. Pain was considered serious as medically significant and it is listed according to the reference safety information for essure. Uncharacterized pain may occur with essure therapy. In this particular case, consumer experienced pain and she underwent a hysterectomy due to pain and rare cysts. Considering the information provided the causal relationship between essure therapy and the reported event cannot be excluded. This case was upgraded from non-incident to incident since a surgical intervention was required. The product technical analysis concluded unconfirmed quality defect. Based on the limited available information, there is no relationship between the reported medical events and a quality defect.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Event description:
This is a spontaneous case report received from a female consumer in united states on (B)(6)-2014 who had essure (fallopian tube occlusion insert) inserted. It was posted on bayer (B)(6) page. Consumer stated that she was not even 30 and have to have a hysterectomy. She also stated that essure is hurting women every day. No further information was provided. Follow up information has been requested. Follow-up information received on (B)(6) 2014 according to the consumer, she will contact her lawyer before give more information (potential legal case now). Follow-up received on (B)(6) 2014: information received form consumer states that she got swelling from essure. In addition consumer reported that she had to have hysterectomy in (B)(6)at age of (B)(6) she is in pain and has issues thanks to essure. Follow up (B)(6) 2015: case upgraded to incident. Consumer reported via social media that with essure she experienced pain, suffering, and had hysterectomy before the age of (B)(6). She also informed that she talked to her lawyer and will not give her contact details. No additional information was provided. Follow up information from (B)(6) 2015: ptc (product technical complaint) received. Ptc global number: (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No new failure mode has been identified. Medical assessment: this product technical complaint was initiated due to a request for confirmation of quality. The reported medical events are known possible undesirable events and are not necessarily indicative of a quality defect. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. Neither batch number nor complaint sample were available for further technical investigation. The technical assessment concluded unconfirmed quality defect. Based on the limited available information, there is no relationship between the reported medical events and a quality defect. Company causality comment: this non medically confirmed, potential legal, spontaneous case report, refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced pain. The event have to have a hysterectomy was deleted since the reason for this procedure was reported. Pain was considered serious as medically significant and it is listed according to the reference safety information for essure. Uncharacterized pain may occur with essure therapy. In this particular case, consumer experienced pain and she underwent a hysterectomy. Temporal relationship between essure insertion and the occurrence of this event is unknown. Considering the information provided the causal relationship between essure therapy and the reported event cannot be excluded. This case was upgraded from non-incident to incident since a surgical intervention was required. The product technical analysis concluded unconfirmed quality defect. Based on the limited available information, there is no relationship between the reported medical events and a quality defect.